Event description:
It was reported that the physician was attempting to access the pump for the first time since implant and a ¿pump memory error,¿ ¿pump and catheter data is invalid¿ message displayed. It was confirmed that the smii software version was b.3. The physician decided to wait to program the increase until he talked with the rep and got an updated software card. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8870; product type software. (B)(4).

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID neu_unknown_prog lot# unknown; product type programmer, physician. (B)(4).